Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced a pulmonary embolism. It was reported that the tines were fully engaged and resistance was felt whilst removing the tether but the physician kept pulling and the ipg dislodged into the pulmonary artery at that point. The leadless ipg was successfully retrieved using a catheter and two snares, and the patient was stable. The patient received "several liters of fluid during the case" it was further reported that the patient became hypoxic overnight and experienced cardiogenic shock. However the patient had signed a "do not resuscitate" and refused intubation and opted for comfort care measures. The patient passed away four hours later.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/ expiration date: 28-dec-2022 / serial#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 30-jun-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.